Event description:
Casters ratchet from side to side in brake mode. No injury reported. Beds being used in ICU, no incidents reported.

Manufacturer narrative:
Facility will be replacing casters with new casters provided by hill-rom.